Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Unable to perform complaint lot history check for needle separates due to unknown lot number. Unable to perform complaint lot history check for harm/injury (hospital incident) due to unknown lot number. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that unspecified bd insulin syringe experienced 3 cases of hub separation from the device, and 3 cases of the cannula breaking off. In one instance, the patient was admitted to the hospital and required surgical removal of the broken needle. The following information was provided by the initial reporter: the patient informed that a while ago (more than a year) 3 needles of bd ultra-fine syringes came off from the syringe barrel. One of them was trapped in her abdomen, where it generated a hospital incident and the patient had to be hospitalized for microsurgery to remove the needle in the abdomen. She was unable to specify information about the syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Unable to perform complaint lot history check for needle separates due to unknown lot number. Unable to perform complaint lot history check for harm/injury (hospital incident) due to unknown lot number. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that unspecified bd insulin syringe experienced 3 cases of hub separation from the device, and 3 cases of the cannula breaking off. In one instance, the patient was admitted to the hospital and required surgical removal of the broken needle. The following information was provided by the initial reporter: the patient informed that a while ago (more than a year) 3 needles of bd ultra-fine syringes came off from the syringe barrel. One of them was trapped in her abdomen, where it generated a hospital incident and the patient had to be hospitalized for microsurgery to remove the needle in the abdomen. She was unable to specify information about the syringe.